Manufacturer narrative:
Only the suture from a curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the suture showed no abnormalities. Without the return of the insertion device and ts the reported complaint of t2 pre-deployment cannot be confirmed. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
During a meniscal repair surgery under knee arthroscopy, after t1 was implanted, t2 pre deployed and t2 was not implanted. Both ts were removed from the patient. Procedure was completed with backup device.